Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled out, it was noticed that the tip of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).